Event description:
Customer states a patient who previously tested as d-positive with anti-d one year ago is now testing d-negative with anti-d (monoclonal blend), including weak d negative. Based on the original d-positive results, the patient was transfused with 5 units of d-positive red blood cells.

Manufacturer narrative:
Patient specimen and return product were not received from customer; customer was contacted and could not locate paperwork with tracking/shipping information for follow up. The customer states that she does not believe that there is a problem with the anti-d. She believes the original d-positive result was a technical error on the part of the testing technologist who originally tested the patient as d-positive due to circumstances involving the technologist. Retained anti-d and anti-d (monoclonal blend) products were tested with various d-negative and d-positive red blood cells, including weak d cells. All tests results were as expected and no product deficiency was identified.